Manufacturer narrative:
H3: product analysis found residue consistent with biological contaminates on the device. The middle assembly would rotate freely. The inner assembly cutter rotated freely. The blade seated into the handpiece with ease. The blade oscillated in the lab and exhibited a wobble and vibration. The inner blade was removed and spun on a flat raised surface. The hub did not appear to be concentric. Using a concentricity gage the hub was found to be out of concentricity. H6: fdm b21, fdr c21 and fdc d16 do not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that blade shaking, vibrating while secured in handpiece during functional endoscopic sinus surgery (fess). They had to open up a new blade. There was no patient impact. The procedure was extended for 10 minutes and completed with the reported product. The shaking blade was used on the patient. There was no patient impact.